Manufacturer narrative:
D2b - pro code (product code): obj, itx. Good faith effort attempts were made to try and retrieve the initial reporter information and facility details, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device contamination occurred. The target lesion was located in the deep vein. An 8f opticross 35 catheter was selected for a venous case. However, during the preparation of the device, difficulty was noted in opening the inner packaging. Consequently, the catheter was accidentally dropped on the floor and got contaminated. The procedure was completed with another catheter. There were no patient complications as a result of this event.